Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a short battery life issue and that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2015 - device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings:visual inspection revealed that the battery cap threads were stripped and the battery compartment was cracked. The returned battery cap was unable to fit securely to the pump; a test battery cap was used for investigation. Investigation revealed moisture corrosion in the battery compartment and on the battery cap. The pump failed leak testing due to the battery compartment damage. The pump would not power on. The complaint of short battery life could not be adequately investigated due to inability to power on the pump. The pump cover was removed and there was no further evidence of moisture ingress. No defect was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.